Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained imprecise carbon dioxide quality control (qc) recovery and discordant patient results on a dimension vista 1500 instrument. Siemens remotely cleaned the drains and probes, aligned the sever 3 probes, verified the placement of probes, performed a sodium hydroxide clean of reagent probe 5 (r5), homed all modules, recalibrated the co2 method, and reset the instrument. With siemens remote assistance, the customer set up a bottom of cuvette correction (bocc) alignment test for sample probe 3 (s3) and r5, loaded fresh qcs and reagents, and ran a precision test on qcs; the customer reported that several qc replicates recovered out of range. Then, siemens remotely ran service method tests on the instrument and determined that s3 failed the mix tests. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument, entered diagnostics mode and performed a s3 mix test, which failed. Then, the cse replaced the s3 mixer ribbon cable and sample probe mixer, tested and aligned s3 and reran s3 service method tests and qc, which recovered acceptably. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 2 patient samples on a dimension vista 1500 instrument. These results were reported to the physician(s), who questioned the results. The patients were redrawn and run on an alternate dimension vista instrument, resulting higher. The results obtained on the new samples were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.

Manufacturer narrative:
Siemens filed the initial MDR on 25-jun-2018. Additional information (13-jul-2018): siemens further investigated the event and determined that maintenance was required when the discordant, falsely low carbon dioxide results were obtained on the instrument. Quality controls recovered acceptably and no additional discordant patient results were observed after the customer service engineer (cse) replaced the sample probe 3 (s3) mixer ribbon cable. Corrected information (13-jul-2018): the initial MDR indicated that the cse replaced the s3 mixer ribbon cable and sample probe mixer. The cse did not replace the sample probe mixer. The instrument is performing according to specifications. No further evaluation of this device is required.